Event description:
It was reported that over the past two months, this patient has received multiple inappropriate shocks from this implantable cardioverter defibrillator (ICD). The cardiology technician programmed the rhythmid feature on to prevent further inappropriate therapy. However, later in the day, the patient received another inappropriate shock. The ICD was interrogated which revealed that a higher rhythmid setting would have prevented the inappropriate therapy. The appropriate rhythmid setting was programmed and the patient left the clinic. No further inappropriate events were reported. At this time, the ICD remains implanted and no additional adverse effects were reported.